Event description:
It was reported that ¿the surgeon used a nim flex tube 7,5 mm during a thyroid procedure... He used a video endoscope for the intubation. During the procedure they had massive problems with the ventilation. They had a suspicion that the tube position was not correct or they had a tracheomalacia. Then they made a new intubation with a normal tube without any nerve stimulation. The medtronic tube was then inspected and there were no signs of a cuff hernia. The tube was visually normal. Then they used the same medtronic nim flex-tube again and again they had the same problems I described above! They want to perform a bronchoscopy through the tube but the bronchoscope couldn´t slide deep enough. So they had a suspicion of a stenosis within the tube. So then they used another tube from medtronic and all went well. They had the no problems!...the patient was fine and he has left the hospital.¿

Manufacturer narrative:
Blank fields on this report are the result of information not being provided by initial reporter. This device is used for therapeutic purposes. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The device was received for evaluation on 2015-05-04. The device was evaluated by engineering on 2015-05-20. The product analysis found that there was evidence of biological contaminants [based off of the reactivity with hydrogen peroxide] on the cuff and a dried substance consistent with lubricant on the exterior of the tube. Air was injected into the cuff which expanded and held pressure normally. The information most likely indicates that the cuff was overinflated to the point where it covered the distal end of the tube and blocked the flow of oxygen through the tube. (B)(4).